Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt was having problems with their ins battery not lasting long. This had been going on for 6 or 7 months right around the new year. The ins battery was only good as long as pt did not have the intensity go above 3. The ins battery was only lasting 3 to 3.5 days when the implant use to last 6 or 7 before recharge. Pt noted they needed their ins to be set at 4.5 intensity but pt was only getting a day or a day and a half out of the ins battery. Pt verified they had not increased their settings. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) reviewed role of a medtronic representative. Ps provided pt with nas phone number for their doctor to call. Since pt thought their hcp retired ps emailed local medtronic field representatives. No symptoms were reported. Additional information was received from a patient. Pt said they had not yet received a call from a rep and was escalated regarding the situation. Pss reviewed that another email could be sent to the reps and reviewed they should follow up with hcp. Pt said they were not going to pay to go see their hcp just to speak with a rep and said they cannot go see a physician all of the time. Pss also provided pt with mdt web address for further assistance. Pt then said they were going to contact the FDA. Pss sent email to reps for further assistance. Additional information was received from a healthcare provider and the patient. The patient was seen yesterday and reported their ins charge level does not last more than a few hours and recharging takes 4 hours. The patient did see managing hcp about 2 months ago. Mdt rep (B)(6) was able to follow-up and speak w/ patient today. Unknown outcome. Pt reported that they wanted to get in contact with a field representative to run a test and have left multiple voicemails for a call back from a field rep. Patient stated they did not increase the intensity of the stimulator. The stimulator intensity was lowered so the charge would last longer. Patient stated they will have it replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Response was received from rep stating patient had their device replaced with an intellis ipg on (B)(6). The replacement was performed by a colleague, patient's postop was on (B)(6) by another colleague.